Event description:
Information received that a smiths medical tracheostomy/pvc - portex tubes bluselect during precheck had no anomaly in the product was observed. The customer started to use it. And after a couple of days, when he checked the cuff's air pressure, he noticed the pilot balloon was detached. No patient injury was reported.

Manufacturer narrative:
Device evaluation results: one used and decontaminated portex bluselect tracheostomy was returned in a plastic bag for investigation. Under visual inspection the investigator noticed that the pilot balloon was detached from the inflation line, and that the inflation line was also shorter than it should have been. The length of the inflation line should have been 326 ? 334 mm, however the returned inflation line was approximately 170 mm long. At the end of the inflation line there was also a visible clear cut that was caused by a sharp tool. This led to a leak in the inflation system. Cuff inflation was not maintained as a result causing insufficient seal within the trachea. The pilot balloon was also detached for an unknown reason. The customer reported product problems were confirmed. A definitive root cause(s) was not established.